Event description:
It was reported that the target area was an occluded lesion in the mid left anterior descending (lad) with heavy tortuosity and heavy calcification. Pre-dilatation was performed. The 3.5 x 18 mm xience prime stent was implanted and a dissection was noted. Another stent was implanted to cover the dissection. There was no clinically significant delay of procedure. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.